Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly calcified, in-stent restenosed mid right coronary artery (rca). A 3.50x16mm ion stent delivery system (sds) was advanced to the unknown previously placed restenosed stent. The physician placed the ion stent inside of the restenosed stent and then pulled negative on the balloon. When the physician went to take one more picture before deployment, the patient started to have a severe vessel spasm and when the physician pulled back on the sds, the stent became dislodged; however, it did remain on the wire in the vessel. A 2.0x15mm apex balloon was inserted into the dislodged stent and was inflated to 14atms. The stent delivery balloon was then advanced into the stent and inflated to 16atms. A 4.0x15mm quantum apex balloon was used to post dilate the stent. It was noted that the ion stent remained in the intended location in the vessel. The procedure was successfully completed with no patient complications reported. The patient's current condition is fine.